Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h10. Correction to h10: the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. The image was ok. The event can be detected by following the instructions for use (IFU) which state: ¿·inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope exhibited e315 scope error and static screen when the scope was touched. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end cover insulation failed, insertion tube insulation failed, switch 2 cut, low angulation, right/left control knob heavy, up/down control knob play loose, distal end cover dented/scratched, objective lens glue worn, light guide lens glue worn/cracked, nozzle glue worn, angle rubber glue cracked, insertion tube chipped/scratched, air/water supply not drying within 10 seconds, light guide tube, wrinkled/scratched/peeling, and scope connector chipped/dented/scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from customer on 13mar2023, that the event was discovered in setup and before the device was used. It was reported that the scope was immediately taken off the floor and sent to olympus for repair.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.